Manufacturer narrative:
Method - device not returned, followed up with company representative.

Event description:
It was reported that a patient enrolled in a (B)(4) underwent an x-stop procedure. Patient was reported to have worsening lumbar spinal stenosis symptoms and back pain. No additional information was reported.